Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.the date of device manufacture is unavailable at this time.the hospital biomedical technician confirmed the failure and the flow sensor was replaced. The unit was returned to service.

Event description:
The hospital reported that the unit would not ventilate. There was no report of patient involvement.